Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that after filling the cartridge with a full 200 units, and after completing the load step, the pump would load to 175 units almost everytime. Reportedly, the cartridge had not been over filled and the pump had not been priming the tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: there was no evidence of a load step malfunction and no load step malfunctions occurred during the investigation. The pump was able to complete a rewind and load correctly. The force sensor calibration reading was in specifications.